Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when follow-up was attempted by medical surveillance in order to obtain additional information. The patient reported that on (B)(6) 2016 at 04:40pm she obtained a result of 79mg/dl on the subject meter which she felt was inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with januvia, metformin and glipizide pills. The patient reported that she had developed a symptom of "shaking" an unknown time prior to obtaining the allegedly high results and that at 04:45pm on (B)(6) 2016 she consumed a glucose tablet and orange juice and at 04:50 to 05:00pm she ate a sandwich. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back for evaluation. This complaint is being reported as the patient developed a symptom that meets lfs criteria of a serious hypoglycemic event. Although the patient had become symptomatic prior to the issue occurring, the patient could not be contacted to confirm if the meter had been reading accurately prior to the onset of symptoms, therefore may have caused or contributed to the event.

Manufacturer narrative:
During a follow up call with the patient, the patient reported that on (B)(6) 2016 in the morning or afternoon she obtained a result of "79mg/dl" on the subject meter. This does not impact the classification of this complaint.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.